Event description:
It was reported the patient¿s therapy stopped approximately 1.5 years ago when the ¿catheter fell out¿ and wasn¿t delivering drug to the spinal canal. No further information was provided. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).